Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: 400 mg/dl and 80 mg/dl. Customer administered an unspecified type and amount of insulin in between the 2 results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).